Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump sometimes gives insulin for no reason, the glass in front is cloudy, and the insulin pump rewinds slower. The customer's blood glucose was unknown at the time of the incident. Troubleshooting was not completed. No further details were provided. The insulin pump and reservoir will not be returned for analysis.